Manufacturer narrative:
Follow-up # 1 ¿ (03/30/2015).the patient¿s meter has been returned on 3/13/2015 and evaluated by lifescan product analysis on 3/18/2015 with the following findings:the meter passed all testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra meter read inaccurately low in comparison to an a1c result obtained on a lab device. This complaint was classified based on customer care advocate (cca) documentation as the patient was unwilling to provide further information when contacted by medical surveillance (ms). The patient reported that in (B)(6) 2014, she obtained results of ¿65, 85 and 95mg/dl¿ on the subject meter which she felt were inaccurately low in comparison to an a1c result of 8.2. Lifescan does not consider this a valid comparison when determining accuracy. The patient detailed that she manages her diabetes with metformin and insulin. The patient claimed that she developed symptoms of ¿sweating, blurry vision, hunger and feeling light headed¿ but could not specify when these occurred, however detailed that in (B)(6) 2014 she consumed food or drink. During troubleshooting the customer care advocate (cca) noted that the meter was set to the correct unit of measure and an approved sample site was used. Replacement products were sent to the patient. Although it is unclear when the patient¿s symptoms occurred, this complaint is being reported because the patient detailed developing symptoms that meet lifescan¿s serious injury criteria.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate them and inform FDA of product(s) that do not pass inspection in a supplemental report.